Manufacturer narrative:
The device evaluation also found that the angulation knobs (up/down, right/left) were damaged, the objective lens was cracked, the light guide lens was chipped, the connecting tube was deformed, and the coating of the insertion tube was peeling off. Additionally, the air/water cylinder and suction cylinder were discolored, switch button 1 had a pinhole, the universal cord was wrinkled, and the adhesive around the lenses was worn. Several of the device components were scratched, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility sent the evis exera lll colonovideoscope to the olympus service center for repair with a report that the lens was scratched, the shell was worn, the angles were poor, and the connection tube was damaged. The reported issues were observed after a procedure during reprocessing. There was no report of patient injury due to an event. Upon inspection and testing of the device at the service center, the biopsy channel was observed to be clogged with foreign material. This report is being submitted for the reportable malfunction (foreign material in biopsy channel) found during the device evaluation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the biopsy channel was observed to be clogged with foreign material; however, device evaluation confirmed no foreign material was found in the biopsy channel. Per the legal manufacturer, the damaged connection tube, scratched lens, poor angles and a worn shell has no potential to cause or contribute to death or serious injury if the malfunction were to recur.